Manufacturer narrative:
The gore® excluder® conformable aaa endoprosthesis device together with gore® dryseal flex introducer sheath were returned to gore for evaluation. The primary reported device failure mode, inability to advance through sheath, could not be independently confirmed through evaluation of the returned device due to differences between conditions seen in vivo and those seen in the laboratory. It was reported that the inability to advance the device and sheath buckling was most likely due to pressure from the patient¿s anatomy. In addition, it was noted that the patient had an extremely kinked pelvic axis on the right and a curved anatomy. Therefore, the root cause of the reported inability to advance is attributed to the patient¿s anatomy. The reported failure mode that the device deployed during withdrawal was confirmed through an evaluation of the returned device; however, it is unknown if the device deployed within the sheath because it was received with the mostly deployed endoprosthesis outside of the sheath. It was observed that all deployment knobs were still attached and the deployment lines were still routed through their respective catheter lumens. Further, the inner member of the catheter was significantly stretched. These observations indicate an excessive force was used during withdrawal. The instructions for use (IFU) warns against forcibly withdrawing the undeployed device and/or delivery catheter through the introducer sheath when resistance is encountered; therefore, the root cause of the premature deployment is attributed to the forcible withdrawal through the sheath. Updated h6: added medical device problem code a150204. Added type of investigation code b01. Updated investigation findings code to c0706, code c21 is no longer applicable. Updated investigation conclusions code to d1101 and d1001, code d16 is no longer applicable.

Event description:
It was reported to gore, that on (B)(6) 2025, a gore® excluder® conformable aaa endoprosthesis (cxt281412e) was used for an endovascular aneurysm repair (evar) together with an 18 fr gore® dryseal flex introducer sheath. The patient has reportedly extremely kinked pelvic axis on the right and curved anatomy. The 18f sheath was initially positioned above the bifurcation but then migrated downward and was pushed even further down during the insertion of the cxt281412e device over the lunderquist quidewire, which was unable to adequately straighten the patient's vessel. Since the imaging was rotated strongly left anterior oblique (lao), and the insertion was done from the left (due to the curved neck), the location could not be seen clearly. The physician was not able to advance the device upward, the sheath buckled (reportedly most likely due to the pressure from the anatomy), and when attempting to retract the system, the device deployed inside the sheath. Both the cxt281412e device and the introducer sheath were removed from the patient, and the implantation was successfully completed using other gore devices.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.